Event description:
It was reported that occlusion alarms occurred. Customer changed pump supplies to address the issue. The customer's blood glucose level was "high" on the continuous glucose monitor (cgm). Elevated blood glucose was addressed with a correction bolus via pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.